Event description:
A report was received that the patient was experiencing discomfort and some persistent thoracic muscle spasm following a previous lead revision procedure. The patient was prescribed medications.

Event description:
A report was received that the patient was experiencing discomfort and some persistent thoracic muscle spasm following a previous lead revision procedure. The patient was prescribed medications.

Manufacturer narrative:
Additional information was received that the discomfort and muscle spasm were not device related.